Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that approx. 88 months after implant, this lead was explanted due to low pacing impedance. No adverse patient side effects have been reported.